Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger product ID cd9000. Serial# (B)(6): product type multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the wireless recharger (sn:(B)(6) found no anomalies were visually observed. Complaint confirmed. Led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the wireless recharger was malfunctioning and wouldn't charge the implanted ne urostimulator. Patient said they had gone to their doctor and the doctor agreed that the wireless recharger was malfunctioning. Patient said that the battery indicator lights on the charger were green and continuously scrolling up and down. Hard reset did not resolve. Patient said that the connection between the dock and the recharging cord was loose and the patient had to carefully position the dock on a flat surface to keep the wireless recharger charging and the green light on the dock lit. An email was sent to the repair department to replace the wireless recharger, dock, and charging cord. Agent sent email to patient registration to update patient's address.